Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had different bolus wizard readings in the pump than the settings that were uploaded on carelink pro. Caller mentioned that when she downloaded two other patients' settings, the settings were correct. Caller was advised to call her pc department to troubleshoot further. Caller mentioned that the customer has been having low blood glucose levels and was hospitalized on (B)(6) 2014. Caller was advised to have the customer call back to troubleshoot the pump. Customer's blood glucose level was 41 mg/dl. No further assistance needed.